Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate, resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver unspecified saline solution with reported ketoprofen 300 mg and ketorolac 90 mg added, at a rate of 20 ml/hr, and the delivery was started. No further programming parameters were provided. After approx 15-20 minutes, the nurse went to check on the pt. At that time, the nurse reported the device displayed a rate of 200 ml/hr instead originally programmed rate of 20 ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.